Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 43 months ago. The aneurysm was 4.7 cm in diameter at the time of implant. The neck was 1.3 cm long and it was 22 mm in diameter. During a regular follow-up, the CT showed that there was a proximal type 1 endoleak; which, was attributed to disease progression. The current neck diameter was not reported. The physician decided to treat the patient with a palmaz stent as there might not be enough space below the renals to place a cuff. After further evaluation of the endoleak, the stent graft was found to be 5 mm below the renals but it had not moved / migrated, this is where it had been placed according to the physician. At this point, the decision was made to implant a 28 mm endurant cuff. The cuff landed perfectly at the renals and successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).